Manufacturer narrative:
(B)(4): eval results: unstable angina pectoris, diabetes mellitus, hypertension, chronic maintenance hemodialysis. Death. Conclusions: pre-disposition to event - unstable angina pectoris, diabetes mellitus, hypertension, chronic maintenance hemodialysis.

Event description:
The physician successfully deployed a 2.5 mm diameter x 14 mm length endeavor rapid exchange (rx) drug-eluting stent at lad #6-7. A second endeavor rx stent was also deployed at lad #6-7 during the same procedure (ref MFR #2953200-2010-02301). The pt had presented with chest pain two days prior to the procedure. The target lesion exhibited moderate calcification and tortuosity. The stents covered the entire lesion and good stent apposition was confirmed post procedure. Approx 1 month prior to the procedure the pt had received 3 endeavor rx stents at the rca #1-2 (ref MFR #2953200-2010-01920, 2953200-2010-02298, 2953200-2010-02299). Good stent apposition was confirmed post procedure. One week post deployment of the relevant stent, pt death occurred. The cause of death was unable to be confirmed.